Manufacturer narrative:
A patient's ipg was inoperable was reported to abbott. As a result, the patient's ipg explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg was inoperable. The patient noted having difficulty charging their ipg. The patient underwent surgical intervention on (B)(6) 2023 where in the patient's ipg was explanted, replaced, and therapy was restored.